Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked from the valve when forcep was taken out from the device. The abdominal air pressure was 8l/min. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that only the obturator was received for evaluation. As the sleeve was not received, no testing could be performed to evaluate the incident reported. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A 2.5mm diameter x 14mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent (MFR #2953200-2010-02255) and a 2.5 mm diameter x 12mm endeavor sprint rx stent were deployed in the prox and mid cx of a pt with no issue reported. However, it was reported that approx 1 month post implant, the pt suffered an mi and died.